Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10895r41, implanted: (B)(6) 2001, product type: catheter. (B)(4)

Event description:
Information was received from a patient who was receiving an unknown medication via an implantable pump. Indications for use included non-malignant pain and reflex sympathetic dystrophy syndrome (rsd)/causalgia - complex regional pain syndrome. Concomitant medications and pertinent medical history were not reported. On an unknown date (also reported as "it wasn't the first month), the first pump "evisated" and had to be removed; the pump could be seen coming out. As a result, another pump was put in on the other side. Additional information regarding the drug in the pump, the cause of the "evisated"/pump coming out, symptoms, additional treatments/interventions, concomitant medications, and pertinent medical history was requested. If additional information is received, a follow-up report will be sent.